Manufacturer narrative:
Addtional code g02005 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to upgrade the system to software version 1.5.4, the system would display the intended software update screens for roughly 10 seconds at which point the system would flash to the home screen and shut down. User turned the system back on and reported the system did not indicate 1.5.4 was installed. There was no patient involvement. Troubleshooting was done that system initially displayed build_repo in the "about" section, which was then no longer displayed after a reboot , initially attempted to plug the usb into a side port, which was unable to read the usb, user plugged usb into the bottom port which was able to read the usb, user then reported the side port was able to read the usb as well, usb in use had built an "archive" folder under "nim/softwareupgrade" during previous updates, which was removed, user reported this folder was not present during this issue, user attempt to clear data from the system and attempt upgrade again. Additional information recieved after follow up that this system was not in use in a case when issue occured.

Manufacturer narrative:
Previously applied changes in supplemental regulatory report# are incorrect. H6: previously applied additional codes img g02008 is not applicable. E: initial reporter details have been corrected. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2026198/221466567, UDI#: (B)(4). H3: product analysis further found could not verify 'software problem.' Console failure/not pi. Unit presented with fully charged batteries, sw:(v1.1.1), a stim 2 fuse failure due to a defective afe pcba, and a pi fault due to a defective stim pcba. H6: previously applied codes fdr c19, fdc d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis of the device found that verified software problem. Unit presented with a defective ssd card with sw(v1.1.1). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/221466569, UDI#: (B)(4) ; applicable codes: fdm b01, fdr c19, fdc d14, img g02005 product analysis of the device found that there is no fault found with the device. Product ID: nim4cpb1, serial/lot #: (B)(6)/221466567, UDI#: (B)(4) applicable codes: fdm b01, fdr c19, fdc d14, img g02005 product analysis of the device found that there is no fault found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to upgrade the system to software version 1.5.4, the system would display the intended software update screens for roughly 10 seconds at which point the system would flash to the home screen and shut down. User turned the system back on and reported the system did not indicate 1.5.4 was installed. There was no patient involvement. Troubleshooting was done that system initially displayed build_repo in the "about" section, which was then no longer displayed after a reboot , initially attempted to plug the usb into a side port, which was unable to read the usb, user plugged usb into the bottom port which was able to read the usb, user then reported the side port was able to read the usb as well, usb in use had built an "archive" folder under "nim/softwareupgrade" during previous updates, which was removed, user reported this folder was not present during this issue, user attempt to clear data from the system and attempt upgrade again. Additional information received after follow up tat this system was not in use in a case when issue occured.